Manufacturer narrative:
Additional issues were identified during the device evaluation: the top cover, chassis feet, and chassis were damaged; the front and rear panels were damaged; the locking mechanism was bad; the keyboard control had failed; and the programmable input processor connector was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
During a standard inspection of a customer-returned asset, the evis exera iii video system center presented a grainy image with 190 scopes due to the failure of the printed-circuit board. The customer did not report any problems associated with the device, and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the color bars are displayed due to a faulty printed circuit board. However, the specific cause of the faulty printed circuit board set could not be established at this time. Olympus will continue to monitor field performance for this device.